Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06feb2020.

Event description:
The customer reported that the ventilator could not work on battery mode. There was no patient involvement. The manufacturer¿s international service technician evaluated the ventilator and confirmed that it could not be turned on and the battery was fully discharged. The service technician replaced the power supply and the problem was resolved.